Event description:
A pt, who was hospitalized for an unspecified reason, experienced respiratory arrest in 2002, because their dentures slipped off from their gums, became lodged in their throat and blocked their airway. The nurse reported that the attending physician had to "pry" the pt's mouth open to remove the denture from their throat because the super poligrip had "sealed their gums together". The nurse reported that the consumer recovered once their dentures were removed but she felt that "the situation could have been worse". The nurse refused to provide additional info. MFR comment: super poli-grip denture adhesive cream, mfg by block drug company, now glaxosmithkline, has been indentified as the suspect product in this case. The exact identity of the product is unknown, but it is believed to have been mfg in ireland. No correctiue actions have been required based on this report.